Manufacturer narrative:
(B)(4). The facility has communicated that the device is not available for investigation. A verification of failure mode reported in the current manufacturing process was conducted as follows: 13 samples were taken from the current production p/n ae05ml auto endo5 ml, lot# 73d1900526, samples were functionally inspected (fired) and issue reported clip jamming was not observed in the current manufacturing process the clips were loaded, closed and released correctly. The device history review could not be conducted since the lot number was not provided. Corrective actions cannot be established, and the customer complaint cannot be confirmed since it is necessary to receive the physical sample to perform a proper investigation and confirm the alleged defect and to determine the root cause.

Event description:
It was reported that the surgeon used two clips and the third clip jammed when he attempted to load it.